Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a lead insulation abrasion. The lead was returned in one piece, with measuring length of 12.5 cm. A full outer insulation breach was visually observed at 4.5 cm from the connector pin. Additional damage was found that was sustained during surgical procedure.

Event description:
This report is to advise of an event observed during analysis.